Event description:
A physician reported that intraocular lens (iol) never settled into place, and dislocated shortly afterwards so, attempted to reposition the lens a couple of months later and have ultimately planned an iol exchange for an iris-excavated lens in a couple of weeks. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).